Manufacturer narrative:
Results: the cat8 was kinked approximately 77.0 thru 86.5 cm from the hub. Conclusions: evaluation of the returned device revealed that the distal shaft of the cat8 was kinked. This type of damage typically occurs due to improper handling during use. If the device is forcefully advanced against resistance during insertion, damage such as this may occur. The root cause of the initial resistance could not be determined. A mandrel was attempted to be advance through the cat8. While advancing the mandrel through the cat8; resistance was encountered as the mandrel met the kinks in the distal shaft of the cat8 and the mandrel could not be advanced any further. The non-penumbra sheath referred to in the complaint was not returned for evaluation. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a thrombectomy procedure, the physician experienced resistance while attempting to insert an indigo system aspiration catheter 8 (cat8) into a non-penumbra sheath on the back table and consequently, the distal tip of the cat8 became kinked. It was reported that the cat8 never entered the sheath. The cat8 became damaged prior to use and therefore, was not used in the procedure. The procedure was completed using the same sheath and a new cat8.